Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a rash was confirmed. A us distributor reported that a patient had a rash under the front te pad. The area was described as a large red area, itchy, and slightly painful. The patient's doctor recommended neosporin for the irritation and that the patient remove the lifevest for a week to let the irritation heal. The final medical outcome of the irritation is unknown.